Event description:
The pt had urethral obstruction after a sling procedure. The pt developed immediate postoperative urinary retention and bladder emptying problems that lasted up to 5 months. The pts also complainted about severe urge symptoms, straining to void and feeling of imcomplete bladder emptying and/or recurrent urinary tract infection. Multiple pts were referenced in the article and the time from surgery to the diagnosis of obstruction was between 5 to 46 months. The obstructed urethra was confirmed by urodynamic study. The pt underwent corrective surgery. Transvaginal incision of the tape was performed. The transection of the tape was beneath the uretha in the midline only. After the tape was exposed it was found to have rolled over into a string like shape. After the tape was incised the pt was able to void normally again.